Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-05580. It was reported that during a generator change-out and rv lead extraction for lead noise, a decrease in p-waves and loss of capture were observed on the ra lead. Fluoroscopy and echo revealed the atrium did not appear to be moving. The ra lead was explanted and replaced. When the new ra lead was implanted, the p-wave and loss of capture issues persisted. The lead was replaced. The physician concluded the patient now had a silent atrium. There were no patient consequences and the patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.